Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that while in use of a smiths medical medfusion pump for an epinephrine infusion, a biomed error alarm was noted, and infusion stopped. Subsequently, pump was changed, and infusion was resumed. No patient consequences were reported. No adverse effects were reported.